Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Additionally, the customer reported a low blood glucose (bg) level of over 30 mg/dl. Cause of the low bg was over-priming the tubing while connected. Intravenous glucose given by emergency medical services to address low bg. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.